Event description:
The respiratory technologist checked the battery status before transport, it stated 46 minutes of battery backup time. Transported the patient on the servo I, between trauma and CT, this less than a 10 minute trip, just as they were arriving in CT, the ventilator showed a battery warning (the exact text of this is not available) the unit beeped 3 times, and then shut off, the unit was then plugged into ac power and ventilator worked.